Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped.